Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error and also calibration errors were received. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that, one week ago, the customer had an ambulance come to their home for assistance. Customer did not provide information about the ambulance. Troubleshooting was performed and assisted customer with the sensor issue. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. No further details given.